Manufacturer narrative:
The reported complaint of device breakage and falling apart is inconclusive. Despite multiple attempts to obtain the device for return to conmed for evaluation, the device has not been located or returned to conmed by the facility. Its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, nor a root cause determined. Should the device in question be returned, an evaluation will be performed, and a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Incident report also received via maude database search report # (B)(4). At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was received via both a maude database search report # (B)(4) and by the medsun FDA 3500a # (B)(4) submitted by (B)(6) regarding a 4mm round bur long, carbide, item # 00509222800, (5092-228) ser# (B)(4). Information received was that on (B)(6) 2020, during a right total ankle arthroplasty with right subtalar fusion, right midfoot fusion, tal, distal tibia orif , the surgeon operating on right foot and bur exploded while using in the foot. All pieces retrieved and x-ray taken (portable- 2 views) to verify that no items were retained in the patient. It is indicated that there was no impact, harm or injury to the (B)(6) year old male patient. The procedure was successfully completed with approximately a 10-minute delay. Although requested, the facility has provided no clarification at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.